Event description:
It was reported that stent failed to expand. A 10 x 42 mm x 75 cm wallstent-uni endoprosthesis self-expanding was selected for use cholangio-pancreatographie retrograde endoscopique (crpe) procedure. During the procedure, it was noted that the stent did not expand. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc despite good faith efforts. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Good faith effort has been sent to confirm the procedure outcome; however, has not been obtained at the time this report was sent.